Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone calls that they were hospitalized due to high blood glucose (B)(6) 2021 with blood glucose above 600 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at time of incidence. The insulin pump will not be returned for analysis.